Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during an unrelated shoulder surgery the pacing lead switched to bipolar. The lead was reprogrammed the following day, and remains in use. No patient complications have been reported as a result of this event.